Event description:
It was reported that during a farapulse pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The preparation of the faradrive steerable sheath went well. No issues were observed during aspiration when the dilator was withdrawn. The faradrive steerable sheath was irrigated with a bag without pressure, the flowrate set by drops. The farawave catheter was inserted into the faradrive steerable sheath and air was aspirated. The farawave catheter was withdrawn from the faradrive steerable sheath and aspirated. No issues were observed. The farawave catheter was reinserted into the faradrive steerable sheath and air was aspirated again in the syringe. No air was observed in the patient. The procedure was completed successfully with a new faradrive steerable sheath. No patient complications have been reported. The product is expected to be returned for analysis.

Manufacturer narrative:
E1 initial reporter phone number:(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
E1 initial reporter phone number:(B)(6). H3 device eval by MFR: the returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the internal valve torn on the outer and inner faces by the center slit, compromising the valves ability to seal pressure and fluid within the sheath. Additionally, inspection of the hemostatic valves found a surface irregularity on the outer face of the internal valve.

Event description:
It was reported that during a farapulse pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. The preparation of the faradrive steerable sheath went well. No issues were observed during aspiration when the dilator was withdrawn. The faradrive steerable sheath was irrigated with a bag without pressure, the flowrate set by drops. The farawave catheter was inserted into the faradrive steerable sheath and air was aspirated. The farawave catheter was withdrawn from the faradrive steerable sheath and aspirated. No issues were observed. The farawave catheter was reinserted into the faradrive steerable sheath and air was aspirated again in the syringe. No air was observed in the patient. The procedure was completed successfully with a new faradrive steerable sheath. No patient complications have been reported.